Event description:
Same case as (B)(4). It was reported that during a angioplasty and stenting treatment procedure, a balloon deflation issue occurred. The target lesion was located in the tibial peroneal trunk of the left leg. A 12mm x 5.00mm nc quantum apex balloon catheter was used to dilate an unspecified stent at 20atms. However, the balloon would not deflate. Physician attempt to pull the nc quantum apex balloon catheter into the 6fr sheath was unsuccessful as the distal 33% of the balloon remained inflated and would not fit into the sheath. As a result, the nc quantum apex balloon catheter and the introducer sheath had to be removed together as one unit. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).